Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2015 with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box showed evidence of a power event on 07/25/2015. When the pump was powered on the time and date was set to 02/02/2015 at 03:02; the time and date were later changed to 06/27/2015 at 11:22 and later again changed to 07/28/2015 17:13. An ezbg bolus and an ezcarb bolus were manually calculated and the pump was found to correctly calculate the same number of units. The pump was exercised for 24 hours without issues. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No defects were found related to the complaint.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging treatment via emergency medical services for a blood glucose of 529 mg/dl with vomiting; the patient was reportedly treated with insulin injections and intravenous fluids. The reporter indicated currently being in the process of training for a marathon bike race with changes to diet, activity, and stress levels. During a review of the event and the pump, it was suspected that the patient may have been miscounting carbohydrates, overriding the bolus calculations suggested by the pump, and performing incorrect manual calculations. The pump history was reviewed and found that the pump basal history correctly reflected the basal rates, the bolus history reflected boluses as programmed, and the basal and bolus totals were correctly reflected in the total daily dose history. This report is made based on the allegation that the patient received medical intervention for hyperglycemia related to potential use error of the insulin pump.